Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the secondary flowed into the primary. Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the product be received for eval.

Event description:
The customer reported that a nurse hanging a secondary infusion of an antibiotic on a ccu pt, lowered the primary, and started the secondary. The nurse immediately saw the secondary fluid running into the primary container. There was no pt of pt harm or medical intervention. The customer stated that no further pt or event info is available.